Event description:
Two freezing containers ruptured after the units were removed from liquid nitrogen for thawing. Reportedly, there were sufficient back-up cells for the patient. The patient was not effected by the event. Samples were returned for evaluation on 9/5/96. The unused samples appeared wrinkled and the insides of the containers appeared to stick together. Samples were forwarded on to the manufacturing site for analysis. Their investigation showed the wrong sides of the extruded sheet film were placed together when the rolls were fed through the main heat seal operation. Failure analysis testing showed that the ruptures reported were not related to the discrepancy found. The inside out condition, it was concluded, was an inconvenience to the user. Corrective actions have already been initiated at the manufacturing site to prevent this type of mixup from occurring again. The main seal set-up operators were also retrained.